Event description:
It was reported that the vns patient underwent surgery on (B)(6) 1999 to explant her device due to infection. The patient has not been re-implanted to date. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received that the patient underwent a vns re-implant surgery on (B)(6) 2015. No additional relevant information has been obtained to date.